Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information the surgeon was implanting the device and the suture broke at the dynamic anchor spot. No adverse patient events were reported.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the mesh where the dynamic suture was attached confirmed the welded area of the suture. Microscopic examination of the mesh on the dynamic side revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and tensioner were not received. Blood residue was noted on the mesh. The information received indicated the dynamic suture detached during the procedure. Quality confirmed the detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Details were not provided if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the surgeon was implanting the device and the suture broke at the dynamic anchor spot. No adverse patient events were reported.